Event description:
On (B)(6) 2010, the lay user/patient's son contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2010. The complaint was classified based on additional information obtained during the follow-up call, in addition to the customer care advocate (cca) documentation. The patient's son reported that the alleged issue began a couple of weeks prior to contacting lfs. On an unspecified date/time, the reporter claimed that the patient obtained an alleged inaccurate result of "140 mg/dl" with the subject meter. The patient's son stated that the patient tests 2x/day (morning and bedtime) and manages his diabetes with a combination of oral medication (glimepiride) and insulin (unknown brand). The reporter claimed that the patient only takes the insulin if his blood glucose is greater than "200 mg/dl." On an unspecified date/time, after the alleged inaccuracy started, the patient's son reported that his father developed symptoms of feeling shaky and sweaty. In response to the symptoms he treated self with food and/or drink. The reporter did not recall when the patient had last tested or what blood glucose reading was obtained with the subject meter prior to the onset of symptoms. In addition, the reporter did not recall if the patient had taken insulin (based on a blood glucose reading) prior to the onset of the symptoms. The patient's son did confirm that at the onset of symptoms he tested his father with both the subject meter and another device (reporter's meter). The patient's son stated that the subject meter read higher than his meter; however, did not recall either of the results obtained on the devices. At the time of troubleshooting, the cca walked the reporter through a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the reporter claims that the patient developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.